Manufacturer narrative:
Pt info: unk. PMA/510k: this product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticm5_12.1, -9.5/1.0/091, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged for a longer length lens due to " lens too short. Surgeon preference change." It was reported that this exchange resolved the problem.